Event description:
New information received noted that the right venticular lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited lead noise inhibiting right ventricular pacing on a dependent patient. The patient was in stable condition.